Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, multiple attempts were made to insert the esheath without success. An angiogram was performed, and the vessel was dilated with a 7 mm balloon and with a 8mm balloon. After pre-dilation, the esheath could be inserted all the way to the descending aorta. There was no difficulty experienced advancing the delivery system and valve through sheath. The valve was deployed successfully. When retracting the delivery system and esheath, angiogram was performed, and a possible vessel dissection was seen. A vascular stent was inflated at the level of the common iliac/external iliac arteries with success. The patient was in stable condition without symptoms. After withdrawal, there was no damage observed on any edwards devices. As per medical opinion, the perceived root cause of insertion difficulties was calcification with reduced vessel diameter and it's hard to know exactly what caused the vessel dissection it could be the balloon dilation, or it was a combination of different factors.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint was unable to be confirmed due to unavailability of returned device nor imagery was provided. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event as provided information from the field indicated presence of calcification and reduced vessel diameter. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Additionally, undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.